Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl. Reportedly, customer delivered too large of a bolus and disconnected from the pump to exercise. Bg was addressed via consumption of carbohydrates.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.